Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving lioresal (2000 mcg/ml at 357 mcg/day) via an implantable infusion pump. The indication for use was unknown. It was reported that the patient experienced withdrawal. The catheter access port was done and successful. The pump was replaced on (B)(6) 2022.. It was unknown if there were any environmental/external/patient factors that contributed to the event. The issue was resolved. The patient¿s weight and medical history was asked but was unknown. The patient status at the time of the report was ¿alive ¿ no injury¿. There were no pump or catheter issues and the pump was replaced proactively.